Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shuts down several times by itself during functioning. The maintenance led flashes, and the occlusion led remains lit. The engine stops and the alarm starts. The device works as it should after restart, but the problem appears again. The event occurred while in use with patient with no human harm.

Manufacturer narrative:
One device was returned for analysis with complaint that the device shuts down several times by itself during functioning. There was no service history within the last 12 months. Device was in normal used condition. Review of event log found "distal_error" was logged. Visual and functional testing was performed. The stated problem cannot be confirmed. Device was working as expected. Performed a 3h long-term run without any problems. Test was performed with original ICU blanket. For customer satisfaction replaced the warming hose. Electrical safety and functional test passed.